Event description:
It was reported that when using the bd pyxis¿ medbank tower multiple drawers were yellow in populate buttons and it would not open when user restarted cubex application after reboot. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers not detected on bus. A field service engineer (fse) rebooted the station, and the drawers came back online. Further the fse had med bank support remote in and tested all the drawers and found that the issue was possibly due to the device was plugged into a power strip to resolve the issue of the device. The system functioned as intended after the field service engineer repaired the device.